Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with the programmed device settings.

Event description:
It was reported that the patient was hospitalized due to inappropriate high voltage therapy delivered for atrial fibrillation episodes with high ventricular rates. The device responded to the episodes appropriately based on its programming settings, therefore, device settings were not changed and the patient was treated with antiarrhythmic drug therapy. The patient was in stable condition.